Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during withdrawal interaction with the anatomy and/or other devices (such as tip catching on the stent during withdrawal) resulted in the reported material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported material separation cannot be determined. The treatment(s) appears to be related to the operational context of the procedure as the nosecone was removed during the surgery to treat the aneurysm. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, the 6.50x150mm supera self expanding stent system (sess) was implanted successfully between the right distal superficial femoral artery (sfa) and popliteal artery. A 6 fr 55 cm sheath was used in a 6mm vessel and a 6 mm armada 18 balloon was used to pre-dilate the lesion. After deployment the delivery system was removed under fluoroscopy. On (B)(6) 2023 the patient was preparing for an aneurysm surgery not related to the supera stent. An image of the patient's knee was taken and it was noted that the nosecone of the supera remained in the patient and must have separated during the procedure in november. The nosecone was removed during the surgery to treat the aneurysm. No additional information was provided.